Manufacturer narrative:
Based on the results of the investigation, it was determined that the touch panel did not work and e223 was displayed because the board malfunctioned due to liquid spillage likely caused by user mishandling. No other faults were found. Additionally, it was stated that the device settings and the extension function weren't possible to back up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿precautions (abstract): keep fluids away from all electrical equipment. If fluids are spilled on or into the unit, stop operation of the video system center immediately and contact olympus. Never install and operate the video system center in locations where: a) the concentration of oxygen is high. B) oxidizing agents (such as nitrous oxide (n2o)) are present in the atmosphere. C) flammable gases are present in the atmosphere. D) flammable liquids are near. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the visera elite iii video system center touch screen failed to function and an e223 error was displayed. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issues were confirmed. In addition, a damaged mc bord was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.